Event description:
Customer reports that she was filling tubing and had not seen any insulin come out. Customer believes cartridge is leaking, but was not able to pinpoint a specific location.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.